Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the up button and the protective rubber on the infusion device are defective. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. A preliminary eval revealed the soft components of the up/down buttons and the ground plate are used up. Liquid entered the infusion device due to the worn soft components of the up button. The snap dome of the up button is contaminated due to the entered liquid, and the functionally of the up button is not fully ensured due to this. Add'l info will be submitted when the eval is complete.